Event description:
It was reported that the pump exhibited a no disposable, clump tubing alarm and multiple bubbles were observed. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If the product is returned, the manufacturer will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Product is beyond a year from manufacture date of 2020-01 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously. H6: health effects, health impact updated, corrected data: evaluation codes conclusion.